Manufacturer narrative:
This supplemental report was submitted, to provide additional details for the event description (b5).

Event description:
The nurse lead, at the user facility. Further reported, that when the device was being prepared for sterilization, the light guide post was found loose. The intended therapeutic procedure was completed using the same device. There was no delay. And no additional anesthesia or sedation was required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the light guide post is loose. The inspection also noted the rigid outer tube is bent and dented, there is a chipped lens in the optical system and there are scratches on the distal end frame. The investigation is still ongoing; therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the registered nurse at the user facility, the customer oes elite high-definition autoclavable rigid telescope has a report of a broken or loose component at the outer area of the telescope, ¿light post is coming off¿. The customer reported problem was found during an unspecified surgery. No death or injury and no impact to patient or other was reported to olympus.